Event description:
Customer reported that the unit has an error code message of 35 volt supply failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of report: 28sep2018. (B)(4). Device available for evaluation? (B)(6) 2018. Date received by MFR? 27sep2018. The motor controller (mc) pcba was tested and no failures were identified.